Event description:
Initial vancomycin results of 35 ug/dml and 54 ug/ml were repeated due to data flags associated with the results. The same specimens were rerun and recovered 16 ug/ml and 9 ug/ml respectively. No information provided if results were used to guide therapy. Field service representative ran performance check tests. Results of the performance check tests recovered with specifications. In addition, a precision check using one of the patient samples mention previously was run; field service representative could not duplicate the erratic recovery reported earlier.